Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge and not properly removing residual air. The customer was educated on the proper load techniques. As a result, the customer visited the emergency room and was hospitalized since the event was diabetes-related. During the incident, the customer's blood glucose level reached 580 mg/dl with trace ketones that a health care provider determined to be dangerous/life threatening. There was no injury caused by the event, and the pump system was found to be functioning properly. The customer was treated with IV fluids and insulin, which resolved the issue, and no permanent damage was identified. The customer was released from the hospital on the same day of admission, (B)(6) 2025. Reportedly, patient cleared alarm and resumed insulin to address issue.